Manufacturer narrative:
Complaint is comfirmed. Performed investigation upon returned meter. Memory overwrite was observed. Customers and retailers have been informed through letter.

Event description:
Distributor reported an issue with this freestyle meter. Upon product investigation, it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death serious injury or mistreatment.